Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results of the device found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of this finding. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic procedure, the surgeon put a 12mm telescope in through the port and reported that the duck bill valve came loose and fell into the patient¿s abdomen. It was retrieved and the surgeon continued without replacing the trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.